Event description:
By state mandate I have to wear a cloth mask. I developed thrush. The cloth masks and surgical masks are breeding ground for bacteria when they get damp or moist. FDA safety report ID# (B)(4).